Event description:
It was reported via social media comment by the patient that her left vocal cord was paralyzed. No additional relevant information has been received to date.

Event description:
Follow up with the patient's physician revealed that the patient reported that she had been evaluated by two different ents stating that she has left vocal cord paralysis related to the surgery. The physician's office had no records of this.